Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 423mg/dl. The customer stated that she left the hospital knowing the cannula was bent, which caused her high blood glucose. The customer stated that she changed the infusion set the same day, but it was too late by then and her blood glucose went up. No further info was provided.